Event description:
Case description: investigational results, name:novofine plus 32g x 4mm batch number; unknown no investigation was possible, because neither sample nor batch number was available. Product name: ozempic 1mg 1x3ml ; batch number - rar0030 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, following were updated in the case: investigational results were updated in qc comment and qc results. Imdrf b,c, d, g codes were updated, malfunction field was updated as no, narrative was updated accordingly. Final manufacturer comment: 29-oct-2025: the suspected devices ozempic and novofine plus needle has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus needle. Considering the nature of events, route of administration being subcutaneous, the reported broken and injection site injury could be attributed incorrect product handling. H3 continued: evaluation summary name:novofine plus 32g x 4mm batch number; unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). No needle at the end of the pen; the needle broke off [needle issue]. The needle broke off; due to that they had injection site knot [injury associated with device]. My belly was wet; medication leaking down the abdomen [injection site discharge]. Injection site knot [injection site reaction]. Case description: this serious spontaneous case from the united states was reported by a consumer as "no needle at the end of the pen; the needle broke off(needle broken)" beginning on (B)(6) 2025, "the needle broke off, due to that they had injection site knot(needle injury)" beginning on (B)(6) 2025, "my belly was wet; medication leaking down the abdomen(injection site leaking)" beginning on (B)(6) 2025, "injection site knot(injection site reaction)" beginning on (B)(6) 2025, and concerned a 72 years old male patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "type 2 diabetes mellitus", , ozempic 1.0 mg 3.0 ml (semaglutide 1.34 mg/ml) from 2022 and ongoing for "type 2 diabetes", dosage regimens: novofine plus 4mm (32g): ozempic 1.0 mg 3.0 ml: (B)(6) 2022 to not reported, not reported to not reported (dosage regimen ongoing); current condition: type 2 diabetes (duration not reported). On an unknown date patient pushed the button and felt something was wet, the medication leaking down the abdomen, took the ozempic pen off the body and when they looked at the pen; there was no needle at the end of the pen as the needle broke off. They also experienced injection site knot but stated that there was no pain at the injection site as they had been taking the ozempic for so long and does not even feel the pinch anymore. Batch numbers for novofine plus 4mm (32g) was requested. Batch numbers for ozempic 1.0 mg 3.0 ml: rar0030. Action taken to novofine plus 4mm (32g) was reported as no change. Action taken to ozempic 1.0 mg 3.0 ml was reported as no change. The outcome for the event "no needle at the end of the pen; the needle broke off(needle broken)" was not yet recovered. The outcome for the event "the needle broke off, due to that they had injection site knot(needle injury)" was not yet recovered. The outcome for the event "my belly was wet; medication leaking down the abdomen(injection site leaking)" was not yet recovered. The outcome for the event "injection site knot(injection site reaction)" was not yet recovered. Reporter's causality (novofine plus 4mm (32g)) - no needle at the end of the pen; the needle broke off(needle broken) : unknown the needle broke off, due to that they had injection site knot(needle injury) : unknown my belly was wet; medication leaking down the abdomen (injection site leaking) : unknown injection site knot (injection site reaction): unknown. Company's causality (novofine plus 4mm (32g)) - no needle at the end of the pen; the needle broke off (needle broken): possible the needle broke off, due to that they had injection site knot(needle injury) : possible my belly was wet; medication leaking down the abdomen (injection site leaking): possible injection site knot (injection site reaction): possible. Reporter's causality (ozempic 1.0 mg 3.0 ml) - no needle at the end of the pen; the needle broke off (needle broken): unknown the needle broke off; due to that they had injection site knot (needle injury): unknown my belly was wet; medication leaking down the abdomen(injection site leaking) : unknown injection site knot(injection site reaction) : unknown company's causality (ozempic 1.0 mg 3.0 ml) - no needle at the end of the pen; the needle broke off(needle broken) : unlikley the needle broke off, due to that they had injection site knot(needle injury) : unlikely my belly was wet; medication leaking down the abdomen(injection site leaking) : possible injection site knot (injection site reaction): possible preliminary manufacturer comment: (B)(6) 2025: the suspected device as not been returned to novonordisk for investigation. No conclusion is reached.